Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level wa 407 mg/dl and a correction bolus was delivered to address the bg level. A pump system check was performed and no device issue was identified. Tandem customer technical support (cts) advised the customer to discuss the high bg event with a healthcare provider. Cts offered to follow up and the customer declined.